Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12nov2018. (B)(4). Reporter phone number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that airflow stopped while the device was being used. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 28dec2018. Date received by manufacturer: 27dec2018. The manufacturer¿s international service technician investigated the log and alarms and no abnormality was confirmed. Additionally, the pressure accuracy test and the airflow accuracy test were performed; however, abnormality was not confirmed. The customer cancelled the repair so the unit was returned.